Event description:
This IV prep complaint was received post smith & nephew¿s remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-030211-001r). Initial report received from cder surveillance programs team, ref msb file no: (B)(4). On or around (B)(6) 2011, patient was having symptoms of fever, flu-like symptoms, weakness and body aches which caused her to go to the ER and then was hospitalized. Tested negative for flu virus and was given IV antibiotic.

Manufacturer narrative:
Smith & nephew was contacted regarding the above described incident, which was reported as a field complaint for "infection-general / systemic". There was no product returned by the customer. Control samples (from retain stock) of the reported lots 0k139 were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found in the control samples. The product was manufactured and released after all specifications were met. This lot was manufactured and released in october 2010 and no complaints were reported until (B)(4) 2011. An independent medical review of the complaint confirmed IV prep wipes cannot be linked to the reported symptoms. Further investigation or corrective action cannot be taken at this time. Any future complaints related to this product will be tracked and trended, and should a significant trend of this issue occur, corrective action will take place at that time. We were unable to determine a specific root cause for the reported issue.